Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy for supraventricular tachycardia. Programming changes were made on the device. Patient was stable.